Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of premature ventricular contractions (pvcs). Technical services (ts) was consulted for further review. No adverse patient effects were reported. This device remains in service.